Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient presented to the emergency room feeling ill. Upon interrogation it was found that their heart rate was at 35 beats per minute and right ventricular (rv) lead loss of capture (loc) at maximum outputs was observed. A rv lead dislodgement was determined to be the cause of the loc and high threshold measurements. The patient was hospitalized. This rv lead was electrically abandoned and a temporary lead was implanted. A revision procedure was performed a few days later where a new pacemaker and rv lead were implanted. This lead and the previous pacemaker were left implanted in the patient with therapy programmed off. No additional adverse patient effects were reported.